Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that they interrogated the out of box failure implant again but the power on reset didn't show up. It was reviewed that the power on reset may have been cleared when it was initially read but it was still recommended to return it for analysis and the representative confirmed they had the implant to return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that there was a por seen. The por that was witnessed was x0002 clock too slow. The ins was to not be implanted, and was requested for analysis. The rep stated that the ins was left with the hospital as it belonged to hca warehouse. The rep did not have permission to take it. The rep told the hospital that it needed to be returned and could not be implanted. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.